Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 102 - charge profile fault. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102 - charge profile fault) has been confirmed. The cause of the code 102 - charge profile faults is an open resistor r45 on the defibrillator board. R45 controls the rate of charge of the high-voltage capacitors. The cause of the open resistor is excessive current. The cause of the excessive current is detached leads at high-voltage capacitors c20 and c21. The cause of the detached capacitor leads is likely severe mechanical shock from physical impact. The source of the physical impact cannot be positively determined. In addition, the j1001 connector (belt connector) on the computer / analog board and belt receptacle connector were damaged. The root cause of the damaged connectors cannot be positively identified, but is likely excessive force at the receptacle connector. No adverse event resulted from the defective monitor. The patient received a replacement monitor.